Event description:
After patient use and during decontamination, the autopulse platform sn (B)(4) does not power on with three fully charged autopulse li-ion batteries serial#: (B)(4). The three batteries were recently charged on the autopulse multi-chemistry charger and all showed 4 green led illuminated when the status were pressed. No patient involvement. Please see the following related MFR report: MFR 3010617000-2022-01433 for the autopulse li-ion battery sn (B)(4). MFR 3010617000-2022-01434 for the autopulse li-ion battery sn(B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.